Manufacturer narrative:
The pump was returned, and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen(1000 mcg/ml at 6.3 mcg/day), morphine(1000 mcg/ml at 6.3 mcg/day), and clonidine(700 mcg/ml at 4.4 mcg/day) via an implantable infusion pump. A motor stall was confirmed via pump interrogations and logs to have occurred on (B)(6) 2018. The patient had symptoms of withdrawal at the time of the event. There were not any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2018 and the issue was noted as resolved. The patient was reported to be alive with injury at the time of this report. The explanted pump was noted to be in the possession of the device manufacturer representative and would be returned for analysis. No further complications have been reported as a result of this event.